Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years, 5 months (29 months). The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: based our follow-up with the health-care provider, the explant was due to endocarditis and the source is "teeth". A copy of the operative report was received on (B)(4) 2012. Per the operative report, the ascending aorta was opened and the subject valve was examined. There was a lot of vegetation on the aortic valve which was loose. This was all debrided. The subject valve was excised. After this, the abscess was clearly examined just above the mitral valve and below the commissure between the left and right. It was a huge abscess, which was about 4 to 5 cm long. A bovine pericardial patch was brought into the room and sewed. After inserting a patch, pledgeted suture was inserted. A 21 mm edwards valve was seated. Examination of the valve revealed no loose pledgets, no loose sutures and no evidence of paravalvular gaps that could cause paravalvular leak later on. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case the source of endocarditis is "teeth", per the health-care provider. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.